Manufacturer narrative:
Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a cold solder joint at the u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm and hardware low level failures alarm. Customer had been rotating the sites and he was getting a lot of issues, the sets not working at all they changing them every 2 days and put a new one yesterday and now it was not working properly. Customer was able to successfully clear the alarm and able to complete rewind. Customer did self test and it was passed. The event was resolved by infusion set change. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.